Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Unable go into event history log (ehl) or download the ehl due to backup audible alarm post error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the battery was over 4 years old. Replaced battery also replaced main board for backup audible alarm was found at power up. Performed preventative maintenance and all functional testing., corrected data: d1

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited interconnect issue and had issues with not seeing the battery. No adverse effects were reported.